Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. Based on the damage at the fracture site, the cat7 likely kinked before it fractured. If the cat7 is retracted at an angle, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), and a non-penumbra sheath. After making two passes in the target location using the cat7, the physician was removing the cat7 out from the sheath when the cat7 fractured at the hub. It was reported that the physician was able to pull and successfully remove the entire cat7 out from sheath. Afterwards, the physician decided to use a new cat7 to confirm if there was any clot left in the vessel that needed to be removed under angiography, but it was determined that no further intervention was needed and the cat7 was removed. The procedure had ended at this point. There was no report of an adverse effect to the patient.